Event description:
Caller reported that t:slim x2 pump battery would not charge despite using the recommended charging cable and wall adapter. There was no adverse impact to customer¿s blood glucose level. Technical support decided to replace pump after attempting other troubleshooting steps, including using different charging equipment; customer was instructed to use multiple daily injections (mdi) as a backup therapy and follow provided steps for returning malfunctioning pump and setting up replacement.